Manufacturer narrative:
Analysis of the information provided indicate that the cause for the discordant elevated mmb result is unknown. The elevated mmb values were repeatable and discordant with other cardiac test values. The instructions for use for the mass creatine kinase mb isoenzyme flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated mass creatine kinase (mmb) results were obtained on a patient's samples on the dimension exl system. The results were reported to the physician who questioned the results. The patient's samples were retested at an alternate facility with a non-siemens alternate methodology and lower results were obtained. Patient treatment was not altered or prescribed on the basis of the discordant elevated mass creatine kinase (mmb) results. There are no reports of patient intervention or adverse health consequences due to the discordant elevated mass creatine kinase (mmb) results.